Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Final analysis found the device was at elective replacement indicator (eri) and found the battery depletion was normal based on the device usage. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was stable.